Event description:
It was reported that the pump did not deliver insulin as intended. Reportedly, the customer disconnected from the infusion site, requested insulin, and observed no insulin exiting the tubing. The customer changed pump supplies, but the issue recurred. Customer's blood glucose was in 240 mg/dl range. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. ¿a pump log review was completed for the insulin delivery allegation. Based on the log review, the insulin delivery issue was not verified.¿